Event description:
It was reported that after five hours of intra-aortic balloon (iab), the console generated an alarm and a fiber optic sensor failure occurred. It was noted that 15 minutes prior, the patient had been moved to a bed and brought into the cicu before being moved again to the or. The customer switched the console to semi-auto and used the ECG as the trigger. The customer attempted to resolve the issue several times by unplugging, re-plugging, and attempting calibration of the fiber optic. The customer ultimately decided to unplug the fiber optic cable and use the transduced inner lumen pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6). Additional email address - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter tubing. A kink was found on the catheter tubing approximately 50.3cm from the iab tip. A second kink was found on the catheter tubing near the y-fitting approximately 75.2cm from the iab tip. Additionally, the inner lumen was observed to be kinked 11.7cm from the iab tip. The optical fiber was found to be broken within the inner lumen kink approximately 11.7cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.